Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer, who reported that the device had failed to startup normally and the startup program was stuck at 00:00 in the countdown. The patient also reported that the direct current power supply (dcps) indicator in the m cabinet of the system was not on. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found a network connection error and it was found that there was no direct current power to the network switch. It was further determined that the direct current power supply (dcps) in the m cabinet of the system was the source of this problem. The fse replaced the dcps. The dcps was returned for analysis. The dcps had failed because it was unable to receive power. After the dcps was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.